Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A good faith effort (gfe) was performed to determine if the loudspeaker produced sound, and it was provided that the sound functioned as normal. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx400 patient monitor indicating that the monitor displayed a "loudspeaker fault", and it was reflected on the central station. A good faith effort (gfe) was performed to determine if the loudspeaker produced sound, and it was provided that the sound functioned as normal.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone (B)(6). Reporter phone (B)(6).

Event description:
The customer reported the monitor displays an error message: speaker fault. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.